Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
The sales representative reported on behalf of the customer that the pro7000de, hall oralmax elite high speed drill was being used on (B)(6) 2024 and ¿only one of these were hot during a surgery, but she didn't know which and the customer wasn't comfortable keeping them without being evaluated¿. There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the pro7000de, hall oralmax elite high speed drill was being used on (B)(6) 2024 and ¿only one of these were hot during a surgery, but she didn't know which and the customer wasn't comfortable keeping them without being evaluated¿. There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿hot during a surgery¿ is inconclusive. The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The service history was reviewed, and no data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 92 reports, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Failure to follow the specified service interval could result in reduced instrument performance or overheating of the handpiece. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of handpiece usage per day will assist with proper performance. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: h10: (B)(4). Was corrected to (B)(4). Reported event of ¿hot during a surgery¿ is inconclusive. The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The service history was reviewed, and no data was found. A device history record (DHR) review found no abnormalities that would contribute to this reported event. (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the pro7000de, hall oralmax elite high speed drill was being used on (B)(6) 2024 and ¿only one of these were hot during a surgery, but she didn't know which and the customer wasn't comfortable keeping them without being evaluated¿. There was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.